Manufacturer narrative:
Final analysis found that the pulse generator has the original sbp header design, known to have lead insertion difficulties, and possibly contributed to the inability to remove the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. During the procedure, while attempting to disconnect the right ventricular lead, it was noted that the header failed to disconnect from the rv lead. The pacemaker was explanted and replaced, while the rv lead was removed and connected to the replacement pacemaker. The patient was in stable condition before, during, and after the procedure.